Event description:
It was reported that during implant attempt, after the lv (left ventricular) lead was placed, the competitor guidewire could not be removed. The lead was not used and no lv lead was implanted. It was noted that this added a little time to the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all conductors distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the distal conductor connector pin was bent, a guidewire was stuck in the lead, the lead appeared damaged at implant and the lead was stretched; the analyst noted that it was apparent that when attempting to pull back the guidewire, its coating became ensnared with the proximal and distal conductors, which caused a distortion of the filars; full lead returned and analyzed.